Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was damaged on the tube and leaked. The leak was discovered during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs and two (2) retention samples were provided for evaluation. Visual inspection of the photographs and retention samples did not identify any abnormalities that could have contributed to the reported condition. Two retention samples underwent a push-pull test, and no disconnections were confirmed. The retention samples were under water leak tested and no leaks or blockages were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.